Event description:
Additional information has been received from hcp that implantable neurostimulator (ins) was not depleted. Patient was looking at the charge of the handset not the charge of the battery in their body. So it was patient user error. Patient has been educated to resolve the issues.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the communicator is not working since a couple of days ago. They indicates that they are seeing an orange light and then it is going out. Tried plugging it in directly to an outlet and trying different cables and it will not take a charge. The issue was not resolved through troubleshooting. An email was sent to the repair department. Additional info received from patient requesting assistance pairing replacement communicator. Patient stated the communicator was showing an orange light, agent reviewed possible shipping mode. Patient plugged communicator in and then unplugged it and was able to connect to ins after pairing communicator to handset. Patient mentioned they had charged implant to 100% last night but now they were seeing ins at 60%, patient stated they have mentioned this to hcp and tech previously.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.